Manufacturer narrative:
This report is submitted on november 5, 2020.

Event description:
It was reported the patient experienced bleeding and swelling at the implant site, and a loss of osseointegration, resulting in fixture loss. Additional information has been requested but has not been made available as of the date of this report.